Event description:
Philips received a complaint by the customer on the v60 indicating that when the device is switched on, it emits a continuous generic error beep. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that when the v60 is turned on it emits a continuous acoustic signal without displaying any error, error unknown. Dispatched for onsite repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The power supply and power cable replacement was performed. It was determined that there was false contact with the power management board, eliminated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E. (B)(6).